Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented to a follow-up in-clinic after receiving an inappropriate shock from their implantable cardioverter defibrillator. The cause was found to be noise over-sensing. No intervention was reported. Patient was stable after the event.